Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit for the reported fiber optic issues. The fse found multiple error codes 53 present in error logs. Removed and replaced the fiber optic module as required to correct the issue, then the unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.